Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a series of question marks rather than a numerical value ¿under energy on the battery status screen.¿ it was also noted that there were high thresholds on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.